Event description:
It was reported that the device overheated during testing (prior to a procedure). There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Based on a review of the device IFU, use of the device over the recommended duty cycle may cause or contribute to the reported event; however, this was not confirmed.

Event description:
It was reported that the device overheated during testing (prior to a procedure). There was no patient involvement, no delay, no medical intervention, and no adverse consequences.